Event description:
A us distributor contacted zoll to report that a patient developed welts under the lifevest equipment. The patient described the area as welts. There was no alleged device malfunction contributing to the welts. The patient¿s physician recommended that the patient wash his back and keep the area dry but did not recommend any creams or prescribe anything. Follow up indicated that the welts improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.